Event description:
Rec'd the following complaint from the customer from a repair order. Customer indicated the pump delivered medication too quickly. No patient involvement has been reported at this time. No add'l overinfusion info is available at this time.

Manufacturer narrative:
Device has been requested for evaluation.